Manufacturer narrative:
G4:18dec2020. B4:21dec2020. The service engineer(se) inspected the device and replaced the power management board. The unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 04nov2020.

Event description:
It was reported that the ventilator had error codes indicating backup alarm failed, auxiliary alarm supply failed and 35 volt failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.